Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer heard a noise and the synchroseal instrument stopped moving in the intended direction. The use of the instrument was discontinued, and it was replaced to a backup. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. This issue was not related to an inability to move the instrument. The instrument movement scaled appropriately with the surgeon's movement. The surgeon stopped using the instrument soon after the malfunction occurred. There was no delay in the instrument's movement and there was no shakiness or friction observed. There was no instrument to instrument or system arm to arm interference. There were no external collisions and the issue was persistent. Isi did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The seal and cut test were successful, coagulation test was also successful. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.